Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, the power handle was inserted into the shell, and the adapter and the cartridge were connected. During that phase, the azygos vein was resected without problems. There was no problem with the firing operation. After the azygos vein resection, the cartridge's jaws were opened and when returning the articulation to straight, even the center control of the handle was operated, there was no response. Since the articulation of the product could not be returned to straight, the product was removed together with the trocar. A new handle and shell were used to complete the case. There was no patient injury.